Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section d4, h4 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a potential embolism due to deployment of the anchor and collagen in the vessel. The exact root cause could not be determined. The likely cause was determined to have been improper deployment into the vessel resulting in anchor and collagen deposition into the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device was deployed and did not close properly. They ended up embolizing the common femoral artery (cfa), the vessel may have been calcified according to the account. They needed surgical intervention to remove the angio-seal. Additional information was received on 27dec2023: the procedure performed for the patient was an abdominal aortic arteriogram with bilateral lower extremity runoff and right common iliac intervention. 6fr sheaths were used. They stated that the bilateral access was easy routine. The stick was perfect on the angiogram. The issue was during withdrawal, the anchor and collagen deployed in the vessel. The estimated blood loss was less than 250cc. The patient was in stable condition. The cardiologist and a vascular surgeon put a covered stent across the arteriotomy to seal and trap the anchor and collagen. The puncture site was above the bifurcation and well below the inguinal ligament. Right in the common femoral artery (cfa) perfectly. They treated with a covered stent. Pulses were present.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: date of birth: born in 1961. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6b: explanted date: device was not explanted. E3: occupation: lead tech . The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.